Event description:
It was reported that there was a confirmed motor stall in the event logs on (B)(6) 2015 at 23:59, also reported as 23:49; with no motor stall recovery recorded. There was also a stopped pump period may exceed tube set message in the logs on (B)(6) 2015 at 23:59, also reported as 23:49. The patient fell on (B)(6) 2015, right on the pump. The healthcare provider (hcp) tried to update the pump, but it did not recover from the motor stall. The patient had two computed tomography (CT) tests the day prior to the report. The catheter was also checked the day prior to the report and was intact. The pump was explanted, and 22cc were in the pump when it was explanted. The pump system was being used to infuse marcaine, and morphine (unknown). No patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found a pumphead pump tube integrity anomaly of an unconfirmed pump tube breach; and a pump motor feedthru anomaly of shorting across the insulator. Analysis also found pump motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaft-bearing. Finally, analysis also found a deformed pump tube.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8703w, lot# l43069, implanted: (B)(6) 1998, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.